Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2018 at 2 am. It was reported that the customer had 44 mmol/l at the time of hospitalization. It was reported that the customer was treated with insulin drip at the hospital. The customer reported symptoms related to the high blood glucose levels included nausea, stomach aches, cramps and vomiting. It was reported that the customer was working at an art studio and started to feel ill on saturday and was hospitalized on sunday morning. The customer reported that the current blood glucose level was 16.6 mmol/l. It was reported that the customer was told to replace out the insulin pump due to under delivery of insulin. It was reported that the customer was not receiving the right amount of insulin on friday and saturday and was diagnosed with diabetic ketoacidosis. The customer reported that he had been to extensive care for the past three days and his blood glucose level went back to 39 mmol/l. Troubleshooting was performed. The customer reported that the drive support cap was normal. The customer reported no leaks or air bubbles in the reservoir. It was reported that the insulin exited at the quick release. The pump failed the high pressure test. Product is not expected to return for analysis.